Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. One device was evaluated in the field and the issue was confirmed; the device had a damaged/broken component. The device was repaired and returned. One device was evaluated in the field and the issue was not confirmed; no malfunction or defect was found and the event was attributed to use error. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the siderail had collapsed. There was no patient involvement.